Event description:
Kimberly-clark received a report stating, "the unit functioned normally during the procedure. The unit was disconnected from the blanket, set aside and left plugged in to the outlet after the room cleanup and preparation for the next patient. The operating room tech outside the room noticed a burning smell and saw smoke inside the room. The tech went into the room and unplugged the device from the outlet." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The unit involved in the reported event was returned to the manufacturing facility for analysis, and evaluation is in process. Photos of some of the internal components of the device confirm the report. Preliminary results suggest that the smoke was formed at the location of the fuse holder on the power supply module. This is the first complaint received for this type of problem. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.